Manufacturer narrative:
Event 5: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with open packaging and one used sample without packaging were returned for evaluation. Samples were visually evaluated, and no defects were observed. In an attempt to replicate the reported defect, both samples were connected to the water line, and it was noted that fluid from one of the two samples leaked out of the patient connector while the roller clamp was engaged. Based on the evaluation results, the reported defect was confirmed. Although the reported defect was confirmed. The exact root cause cannot be identified at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 5: brief inquiry description - roller clamp not working. Detailed inquiry description - nursing states medication leaked past roller clamp on 6 sets while clamp was in the "on" position. This happened during preparation for use. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.